Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Performed a visual inspection was performed on the returned applicator; no issue was observed. The applicator had fired correctly. The sensor plug was properly seated, and no physical damage was observed on sensor patch. Data was successfully extracted from the returned sensor using approved software. The sensor was found to be in sensor state 3 (indicating paired state). No failure modes were observed upon visual inspection of the plug assembly. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing was performed, and all results were within specification. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a "replace sensor" error message with the abbott diabetes care (adc) device and was unable to obtain readings. As a result, customer experienced a seizure at home and reported being treated with "gluco gun emergency kit" and an apple juice (18oz) provided by a third-party non-healthcare professional (husband). There was no report of death or permanent impairment associated with this event.